Manufacturer narrative:
Unit was received with excessive no delivery alarm during excessive no delivery test due to faulty fsr "gold". Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unable to perform the occlusion test due to excessive no delivery alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.